Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a set screw with a rounded socket. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) setscrew was turned several times but would not secure the lead during the implant procedure. The implantable pulse generator (ipg) was explanted and replaced. No patient complications have been reported as a result of this event.